Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during implant of an impella cp, there was a lot of friction when the nurse tried to insert the long dilator into the long sheath introducer. The nurse removed the dilator, flushed the sheath, and attempted to insert it again but was unsuccessful. The dilator kinked due to force used. A short introducer therefore had to be used due to the patient anatomy. There was no reported patient harm.

Manufacturer narrative:
The investigation into the delivery issues- use and the product damage (cannula kink) issues has been completed. The device was not returned for investigation. Based on clinical description, it was determined that this was an introducer issue. The root cause of the introducer issue was most likely patient condition related to small/ disease vessels.